Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experiences a stinging and burning sensation at the ipg site when he leans back. It was also reported the patient is experiencing pain due to the ipg not being secure in the pocket. As a result, the patient will meet with an sjm representative.